Manufacturer narrative:
Reference record (B)(4).. Catalog number in d4 is the international list number which is similar to us list number of 062912.

Event description:
On (B)(6) 2019, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube.

Manufacturer narrative:
(B)(64 . The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the us list number. The international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported the patient had a naso-duodenal tube in the test phase to implant duodopa. Patient had blood in the stool for months, with weight loss and poor appetite. During the test phase, colonoscopy was requested before implanting the peg tube and patient had responded very well to the duodopa. He was admitted since (B)(6) 2019. On (B)(6) 2019 colonoscopy with deep sedation was performed and a neoplasm was discovered 27 cm from the anus which was quite large and it made the colon narrow. Biopsy samples were taken to determine tumor malignancy and it was decided to suspend gastrostomy. It was decided by the gastroenterologist to move forward with the technique and the patient was again sedated and gastrostomy was performed, the sinuosity of the duodenum made it difficult for the placement of the internal tube and they left the primer part long enough to migrate. The 20 fr tube was used for the peg for the gastric route if it was necessary due to the neoplasm. The internal tube was worn out and the nurse removed 10 cm and placed connectors again and later it was checked and it was correctly placed. Patient remained hospitalized for the tumor resolution and was stable with duodopa and the parkinson. A radiography was performed and revealed that the pei was introduced too far. During the final revision of the location of the tube, they saw a small pneumoperitoneum which was solved without additional actions or treatments. There were no symptoms.